Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer initially called the olympus technical assistance center (tac) to troubleshoot the issue. During further follow-up with the customer, the customer stated the contacts on the scope were cleaned and the unit appeared to have corrected itself. The device was functioning properly. As such, the customer indicated the subject device would not be returned to olympus for evaluation at this time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that during reprocessing of the subject device, a b30 error (scope communication error) and an e315 error (unsupported scope) displayed with olympus 190-series scopes. There were no reports of patient harm or injury associated with this event.